Event description:
A volume discrepancy problem: actual residual volume (arv) was greater than the expected residual volume erv): arv: 16.5ml and erv: 5ml. Drug in the device was dilaudid. It was further added that over the last two weeks patient had been titrated up due to no therapy effect. The pump logs were reviewed and they looked normal. Device troubleshooting (such as a catheter dye study and/or a pump rotor study) was being considered. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).